Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient had difficulty with recharging. Patient stated the recharger was defaulting but not all the time. It was clarified by saying the recharging was not working. Patient noted he would connect the recharger to the controller, then it would not charge, or it would be on a loop where it said looking for device, checking recharge quality then reposition retry again. Patient stated the would keep trying and 30 minutes later, it would start to charge for couple minutes, but now the recharger was charging his ins 2 hours later. Patient noticed the other faulty things like his ins would charge to 50 percent and then said finished. It was mentioned patient was not touching the screen when this happened, sometimes the battery would show his ins was charged to 50% and stopped, said full, patient had to start and look for the device again. He noted sometimes the charger charged quickly and it took 3 hours other day to refill and sometimes it was one hour. Patient declined to troubleshoot, and stated the recharger was working now but sometimes he had issues with recharger. It was stated when patient started a charging session, his controller was 100%, and within the last half hour, he went from 60 to 70%. It was noted the recharger was not working, sometimes it took a while to make connection and it charged but then stopped, it was working great while patient on the phone. Patient stopped charging, moved antenna and restarted the charge, it happened with no problems, he felt better with another recharger. No further complication and no symptoms were reported. (B)(6) 2018 patltr (con): additional information from patient was received. It was stated the replacement of the recharger worked perfectly. However, the same issue started reappearing over the last week, it was totally random, someday were perfect and the battery recharged very quickly, other days and despite ¿perfect¿ connection to device, it did not recharge or stop, saying ¿filled¿ wherever it was only at 60%. No further complication and no symptoms were reported.